Event description:
It was reported that the log files contained events consistent with a controller exchange taking place on (B)(6) 2023. Additionally, multiple disconnection/ reconnections of the driveline were observed on (B)(6) 2023. Controller MFR # 2916596-2023-08668.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline disconnect alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log file entitled ¿mcs-189964_log_2143hrs¿ contained events and data captures spanning from 29mar2023 to 03apr2023, on 28jun2023, and on 06sep2023. A total of four driveline disconnect events resulting in pump stops were captured on 28jun2023, prior to the driveline being disconnected a fifth time for the observed system controller exchange. The pump had resumed normal operation at the fixed speed following the reconnection of the driveline to the system controller after each of the four driveline disconnect events. It was later communicated that the customer has many reserved system controllers and sometimes performs controller exchanges without informing abbott. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. B and the heartmate ii left ventricular assist system patient handbook, rev. C are currently available. The instructions for use and patient handbook explain all system controller alarms and the proper actions associated with them. These documents warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The instructions for use and patient handbook explain how to set the fixed speed and low speed limits. If the fixed speed setting is lower than the low speed limit, the pump remains at the lower speed setting. No further information was provided. The manufacturer is closing the file on this event.